Event description:
It was reported that during farapulse to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the dilator was not smooth at the end. The procedure was completed with no patient complications. It was further reported that the dilator was inserted inside the sheath. As described by the physician the dilator sheath seemed to have tears. Damage was found during preparation and prior to insertion into patient body. Wire was not loaded into the dilator. No damage was noted on the packaging. The procedure was completed with a different faradrive sheath.

Manufacturer narrative:
Investigation summary: laboratory analysis of the returned faradrive steerable sheath confirmed that the dilator tip was damaged. The faradrive sheath was returned with its dilator still inserted. Inspection of the dilator noted potentially damage at the tip but could not be confirmed with the naked eye. Evaluation of the sheaths functionality observed a successful engagement of the deflection mechanism, as the distal tip of the shaft was able to achieve and maintain its intended curvature. Evaluation of the sheaths functionality observed a successful engagement of the deflection mechanism, as the distal tip of the shaft was able to achieve and maintain its intended curvature. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure. Based on all the available information, the cause of the reported dilator tip damage likely occurred during insertion. Based on the device analysis, the anomaly was the result of inability to withstand sheath-dilator interface.

Event description:
It was reported that during farapulse to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the dilator was not smooth at the end. The procedure was completed with no patient complications. It was further reported that the dilator was inserted inside the sheath. As described by the physician the dilator sheath seemed to have tears. Damage was found during preparation and prior to insertion into patient body. Wire was not loaded into the dilator. No damage was noted on the packaging. The procedure was completed with a different faradrive sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.